Event description:
Abbott freestyle libre 3 plus cgm gave a ridiculously low reading of 77 when the measured (fingerstick) blood glucose level was 122. This sensor has been giving readings at least 20-30% lower than correct for several days. All abbott freestyle libre 3 plus sensors read low and none meet abbott's claimed ±15% accuracy, but this is dangerously inaccurate.